Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported upon removal pieces of the tampon remained inside. Consumer had a doctor appointment already scheduled for a check up. Consumer experienced a bad odor.